Event description:
The customer reported ventilator restarted. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 09oct2019. The service technician confirmed the data acquisition (da) printed circuit board assembly (pcba) to motor controller(mc) pcba cable was broken. The service technician confirmed the issue was resolved, however, customer declined to provide repair details. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported ventilator restarted. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.